Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported customer was hospitalized for dka on (B)(6) 2017 with blood glucose value of 763 mg/dl. The customer reported symptoms related to their high blood glucose like dehydration, nausea, vomiting and abdominal pain. The customer treated through the insulin pump. Customer was wearing the insulin pump at the time of hospitalization. Trouble shooting was completed and the insulin pump passed the high pressure test. The customer's blood glucose at the time of call was 254 mg/dl. The customer has not been released from the hospital as of (B)(6) 2017. The insulin pump will not be returned for analysis.